Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cut wire was oriented in the wrong direction when it first exited the scope, prior to bowing or cautery. Reportedly, there was no tortuous anatomy impacting scope positioning. The procedure was completed with a second jagtome rx 44. There were no user injuries nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the working length was twisted at the distal section. Functionally, the device was introduced inside the duodenoscope and the distal end orientation was found out of specification due to the condition of the working length twisted at distal section. The complaint was consistent with the reported event of cutting wire incorrect orientation. It is most likely that during procedure the device could have been manipulated, since the failure found (working length twisted) is a issue that could have been generated by excessive manipulation of the device by the user and the interactions with the other devices. Therefore, a conclusion code of cause traced to component failure was assigned to this complaint since expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cut wire was oriented in the wrong direction when it first exited the scope, prior to bowing or cautery. Reportedly, there was no tortuous anatomy impacting scope positioning. The procedure was completed with a second jagtome rx 44. There were no user injuries nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.